Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, 20 days after implant placement. Bone quality was type ii and iii. The oral hygiene around implant site was good. Bone resorption, peri-implantitis and pain were observed during the removal surgery. Bone augmentation material was not used in implant placement surgery. The patient will need another surgical intervention.